Manufacturer narrative:
Upn- search corrected from h7493952838400 - fg,promus premier,us, mr 4.00x38mm - 39528-3840 to unk758 - promus premier - cmc - (B)(4) (intervent cardio) - 30000. Upn corrected from h7493952838400 to unk758. Catalog/model # corrected from 39528-3840 to none. (B)(4).

Event description:
It was further reported that a promus premier stent was advanced through a previously implanted 4.0x38 promus premier stent contrary to what was previously reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main coronary artery (lmca) to left anterior descending (lad) artery. A 4.0x38 promus premier¿ drug-eluting stent was advanced through a previously implanted stent (about twenty days ago). Since the stent could not be delivered, the device was pulled out. The physician ballooned the area and the stent delivery system (sds) was advanced again. However, the stent was tripped off from the sds and was stented in the artery wall. The physician attempted to retrieve the dislodged stent with a snare but was unsuccessful. The procedure was completed using a non-bsc device. No patient complications were reported and the patient's status was fine.